Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited low, out of range defibrillation impedance and no high voltage output. Over current detection (ocd) was also noted. Programming changes were made. The patient was in stable condition.